Manufacturer narrative:
Section h6 (patient code): correction.

Manufacturer narrative:
Section b5, d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemorrhagic stroke cannot be conclusively determined. Low flow alarms were confirmed via the log file data provided by the account; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2020 at 01:13:45 to (B)(6) 2020 at 08:13:44, per the timestamp. A total of 54 low flow alarms were captured on (B)(6) 2020, beginning at 01:19:43, due to the estimated pump flow being calculated below the threshold of 2.5lpm. Additionally, beginning on (B)(6) 2020 at 01:47:02 and occurring throughout the remainder of the log file, the pump¿s fixed speed was set at or below the low speed limit for various lengths of time. No other notable vad-related alarms were recorded. The account communicated that the patient was admitted after experiencing an intracerebral/intraventricular hemorrhage. The patient was reportedly stable from a ventricular assist device standpoint following the intracerebral/intraventricular hemorrhage but did incur low flow alarms in the early hours of (B)(6) 2020. The patient experienced elevated mean arterial pressures and was febrile at the time of the low flow alarms. The patient underwent a computed tomography angiogram to rule out any potential thrombus formations in the inflow cannula/outflow graft and the scan was unremarkable. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none has been reported at this time. The heartmate ii left ventricular assist system instructions for use lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the instructions for use. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was post status multifocal ich with ivh. It was reported that the patient was stable from a vad standpoint but had multiple low flow alarms. There were speed changes noted on the log file which was stated as the nurse trying to have an extended silence alarm turned on. The patient had some elevated map¿s (mean arterial pressure) up to 93-103; fever 101-102 f during the time of the low flows. The patient went to for cta (computed tomography angiography) to rule thrombus in inflow/out flow grafts. The cta was negative for thrombus.

Event description:
It was reported through the patient outcome, the patient passed away on (B)(6) 2020, due to hemorrhagic cerebrovascular accident (cva) with brain herniation. No additional information was provided.

Manufacturer narrative:
Sections b2, b5: additional information. Sections h1, h6(conclusions code): correction. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported patient expiration cannot be conclusively determined. A direct correlation between (B)(6) and the reported hemorrhagic stroke cannot be conclusively determined. Low flow alarms were confirmed via the log file data provided by the account; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2020 at 01:13:45 to (B)(6) 2020 at 08:13:44, per the timestamp. A total of 54 low flow alarms were captured on (B)(6) 2020, beginning at 01:19:43, due to the estimated pump flow being calculated below the threshold of 2.5lpm. Additionally, beginning on (B)(6) 2020 at 01:47:02 and occurring throughout the remainder of the log file, the pump¿s fixed speed was set at or below the low speed limit for various lengths of time. No other notable vad-related alarms were recorded. The account communicated that the patient was admitted after experiencing an intracerebral/intraventricular hemorrhage. The patient was reportedly stable from a ventricular assist device standpoint following the intracerebral/intraventricular hemorrhage but did incur low flow alarms in the early hours of (B)(6) 2020. The patient experienced elevated mean arterial pressures and was febrile at the time of the low flow alarms. The patient underwent a computed tomography angiogram to rule out any potential thrombus formations in the inflow cannula/outflow graft and the scan was unremarkable. The patient remained ongoing on (B)(6) until they expired on (B)(6) 2020. The account communicated that the cause of the patient's expiration was due to a hemorrhagic cerebrovascular accident with brain herniation. Additional information, including product return requests, was requested from the account; however, none has been received at this time. The heartmate ii left ventricular assist system instructions for use lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a post status multifocal ich (intracranial hemorrhage) with ivh (intraventricular hemorrhage).